Manufacturer narrative:
Evaluation: cam pivot.

Event description:
It was reported by service report that this stretcher has brake issues. It is unk if there was pt involvement or adverse consequences to report.